Event description:
Complainant alleged that during biomed testing, all of the buttons on the paddle set were not responding. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.